Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion set connector plate "folded up" and the soft cannula slipped out of the customer's skin. No adverse event was reported. The alleged product was requested for evaluation.